Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services plugged a test blade into the monitor and powered it on; no images resulted. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope gvm monitor, the monitor would not display an image. The customer was unable to intubate a patient and had to use a backup glidescope avl due to this malfunction. As a result, a delay in the procedure of unknown duration occurred. No harm to patient or user was reported.